Manufacturer narrative:
Fine noise was detected on the farfield signal, but none on the pace-sense channel. Noise could not be recreated at in-office evaluation. The patient did not receive inappropriate therapy. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available shock impedance trend curve covered a recording period between september 2019 and november 2019. The base impedance was around 100 and 120 ohms with single outliers to >150 ohms as reported in the complaint description. As the base impedance was relatively high and no other electrical peculiarities were evident in the provided data, there is no indication for a lead malfunction. Further tests would be necessary to ensure the lead integrity. Should additional information become available for analysis, the investigation will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
High shock impedance was reported on this lead. Lead remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.